Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the instrument and no technical problems were found with the instrument.the cause of the discordant falsely elevated total human chorionic gonadotropin (total hcg) result is unknown.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an advia centaur xp instrument. The initial result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The diluted and undiluted test results were <2 and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the total hcg discordant patient result.